Event description:
It was reported that a patient underwent a laparotomy procedure (B)(6) 2023 and suture was used. During the procedure, the ends snapping off the suture. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # ==> (B)(4) h6 component code: g07002 - device not returned this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: product: mcp497h lot: tbmleu reporter: (B)(6) surgeon operating: (B)(6) events: patient was an emergency laparotomy having had an elective hysterectomy the previous week. Emergency was due to bowel injury during elective surgery. (B)(6) used mcp497 as usual to close the skin, but noticed a couple of mm of the end of the needle was missing. He opened a second mcp497 and the same happened again. They considered sending for x ray to check for needle end, but decided the end was too small for x ray to detect. Theatre immediately removed the affected lot which will be returned for inspection. The exact suture/needle is not available to return, and no photo evidence was collected. Have advised the team to keep needle / take a photo if this happens again. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 2360 g/m events reported via: 2210968-2023-06316, 2210968-2023-06317

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/20/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned sample revealed that it was received two empty winding former and thirty unopened samples that pertain to product code mcp497h. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened. The swage and attachment area were noted as expected. The tip and body of the needles were examined under magnification and no anomalies or issues related to needle breakage were found. In addition, the samples were tested by resistance test to needle and met the requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.